Event description:
It was reported that the patient's right ventricular (rv) lead pacing impedance has increased significantly over the past few months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).